Event description:
Caller reported potential false positive troponin (tni) on 5 patients. All 5 patients were sent to an ed facility where their samples were re-drawn and tested on beckman access. In all cases, the beckman results were "negative" (no specific values provided). The reference range for tni on the beckman device is <0.5. No patient information provided.

Manufacturer narrative:
Investigation pending.